Manufacturer narrative:
This report is submitted on november 25, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement; subsequently, the patient underwent revision surgery on (B)(6) 2016 to replace the internal magnet.